Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue and error message. The hv tank candles were removed and found to be dry. Tube candles were then removed and were dry. New washers were installed and the tank and tube candles were oiled. The issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that during maintenance and x-ray measurements an error occurred on the (B)(4) generator which caused the imaging system to only make a small exposure instead of a full 2d fluoro. The error displayed stated that the current ma on anode and cathode are not the same. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The hv tank for the imaging system was returned to the manufacturer for evaluation. It was reported that the current through the anode and cathode varied.